Manufacturer narrative:
The patellar component can not be evaluated for the reported peg shearing as it has not been returned to co as this is apparently against hospital policy. Attempts to obtain the device and lot code info have been unsuccessful.